Manufacturer narrative:
The device was received for evaluation. During evaluation, system error 20602 was observed. A review of event history log revealed system error 20602 (monitor motor stall). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The cause was identified to be fluid ingression present inside door and device and lvp mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was observed. No additional information is available.